Manufacturer narrative:
Information was rec'd from a user facility who is not required to complete form 3500a. (B)(4). Evaluation summary: with the available information, an exact cause of failure cannot be determined. No further review is required at this time. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the drill bit fractured during use.